Manufacturer narrative:
Correction: b1, h1, h6

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced high purge pressure due to inadequate anticoagulation of the patient. Consequently, a thrombus formed at the impella outlet. The pump was explanted and the patient is in stable condition.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. The cause of the thrombosis was unable to be determined due to insufficient clinical details. The cause of the high purge pressure could not be determined as no product or logs were returned for analysis. Device history review: the device passed all post sterile inspection checks.